Event description:
It was reported to philips the battery was defective. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This complaint has been deemed a duplicate of (B)(4) already reported on MDR number 3030677-2022-04983.